Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed service orders that were reclassified as complaints; discovered as part of a retrospective remediation review.

Event description:
The customer reported that the device had fallen. It is unknown if the device was in use at the time of the event. No adverse event involving a patient was reported.

Manufacturer narrative:
E1: correction to country; should state germany. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.